Event description:
Additional information was received that high out of range shock impedance measurements continue to be observed. No adverse patient effects were reported.

Event description:
Boston scientific received information that this device system detected an increased shock impedance measurement greater than 125 ohms. The physician planned to continue to monitor the system. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
--

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received that higher impedance measurements are expected as this is a single coil lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.